Manufacturer narrative:
Received one used silicone foley catheter without the original unit packaging. The returned device was visually evaluated. The catheter was received without the inflation valve and cap. The inflation arm was severed and not returned for evaluation. It was noted that a cuff roll was formed on the catheter balloon. No other obvious defects were observed. No functional or dimensional evaluations were conducted due to the condition of the sample. The complaint was confirmed with an unknown root cause. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the catheter was removed the nurse noted a large ridge near the balloon. The nurse experienced a large deal of resistance.